Manufacturer narrative:
The investigation into this issue is in process. A follow-up report will be submitted when the investigation is complete. A product recall letter was sent to all customers who have received shipments of architect stat myoglobin calibrators ln 02k43-01, lot 166000. The product recall letter notifies the customer of the issue and the potential impact to patient results with use of the impacted lot. The product recall letter instructs customers to immediately contact customer support to order a replacement product and to discontinue use of and destroy any remaining inventory of lot 166000 according to their laboratory procedures. The evaluation is in process.

Event description:
The customer observed controls out of range during a calibration run when using the architect stat myoglobin calibrator, lot 166000. The calibrator lot was changed, and the values were within control range. There was no reported impact to patient management.

Manufacturer narrative:
During the investigation into this issue, it was noted that an equilibrium shift seen in the architect myoglobin calibrator lot 166000; which was atypical compared to other historical lots. It was further determined that the architect myoglobin calibrator lot 166000 was not at dose/response equilibrium at the time of bulk s/c testing because the rlu performance determined at this stage was not conserved over time. The investigation also identified that calibration performance declined over time as a normal occurrence of calibrator stability. As calibrator rlu performance decreases over time, samples read off of it will trend upwards. Together these findings showed that the initial equilibrium shift combined with decreasing calibrator rlu stability performance existed for calibrator lot 166000, which that led to the stability failure. A product recall letter was sent to all customers who have received shipments of architect stat myoglobin calibrators ln 02k43-01, lot 166000. The product recall letter notifies the customer of the issue and the potential impact to patient results with use of the impacted lot. The product recall letter instructs customers to immediately contact customer support to order a replacement product and to discontinue use of and destroy any remaining inventory of lot 166000 according to their laboratory procedures. This supplemental MDR is being submitted to include the investigational findings for the issue.